Manufacturer narrative:
An olympus representative assisted the customer with troubleshooting. The representative provided the customer with steps to identify the cause of the issue. The customer stated they will call back after performing the steps. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii video system center exhibited a b30 communication error message when connecting to scopes. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the evaluation dialog with the customer, it was advised to clean the contacts on the scope. As the customer did not report further issue upon cleaning of the contacts, the cause was surmised to be dirt/dust that had adhered to the scope connection terminal, resulting in a communication failure. Olympus will continue to monitor field performance for this device.